Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Visual inspection of the sample showed that the return screwed connector was broken. An air leak test was performed, and a leak was observed at the level of the return screwed connector. The reported condition was verified. The cause of the leak was due to the broken connector. The most probable cause of the broken connector was due to shock that occurred during transport or storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of a prismaflex tpe2000 set, leaks were observed at ¿some fittings during the ide purge¿. The event occurred when fitting the dialysis kit for exchange plasma on the device. There was no patient involvement. No additional information is available.